Event description:
The customer reported that the insulin pump was not delivering the insulin properly. The customer stated that she treated her low blood glucose of 39 mg/dl at her doctor's office. The customer stated being stressed due to her husband's health condition. Troubleshooting was performed. The programming was correct. The basal rates and boluses match the daily totals. The customer stated that the insulin pump alarmed no delivery after changing the infusion set and reservoir. Ran a fixed prime test and no insulin exited. Instructed the customer to change the infusion set and fixed prime test passed. The customer stated that she feels uncomfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.